Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw-vent implant tsvtb10 was returned with an implant mount and cover screw for investigation. Visual inspection of the as returned implants identified residue but no signs of damage. The internal hex features of the implant did not show signs of damage. Visual and dimensional comparison of the implant with it's production drawing (pd-tsvtb10 rev b) and using a caliper verified that the implant was consistent with its respective design. Functional testing was conducted with the fixture transfer mount (fmt) since it is used for implant placement. The fmt functioned as intended with the implant. The patient was reported to have low bone density. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants - 4869 rev 7-01/16 information identified: contraindications, warnings, precautions, adverse effects. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported bone fracture and unable to place implant into the osteotomy. The reported complaint (unable to place/bone fracture) could not be verified a definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight: unknown. Email address: unknown.

Event description:
It was reported that the doctor was unable to place the implant into the osteotomy.